Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.